Manufacturer narrative:
(B)(4). Device evaluation pending. Reported due to outcome.

Event description:
It has been reported that AED was deployed and voice prompts indicated that subject ECG could not be analyzed. Second AED subsequently attached to electrode and device analysis concluded that ECG was not shockable.